Manufacturer narrative:
The reason for this revision surgery was stability issues. This was reported on (B)(6) 2015 via (B)(4) with the representative, after the initial MDR was submitted. The length of in vivo service was 1.6 years. The healthcare professional indicated there was a 15 minute delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 8 prior complaints reported against this part number; summary of investigations: 1 for revision with unspecified reason, 1 for pain, 2 for device cracked, 2 for infection, 2 for stability. This is the first complaint against this lot number. There were no reported issues associated with the explanted product and no information was provided that definitively described the root cause ff the joint instability. No (B)(4) agent or representative was present at the surgery. Factors that may contribute to joint instability not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to stability issues.

Event description:
Revision surgery - the surgeon believed the parts were from different vendor. During the revision surgery he realized it was a djo product and contacted the djo representative. When the representative arrived at the surgery, everything was completed and he never made it to the operating room. They did not provide him with the cause for the revision surgery.